Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and patient outcome could not be conclusively determined through this investigation. Additionally, low flow alarms were confirmed in the submitted log files; however, a specific cause for the alarms could not be conclusively determined. The submitted log files captured low flow alarms with a decrease in pulsatility index (pi) values over time. Towards the end of the captured data, a low flow alarm triggered and remained active until the driveline was disconnected from the system controller and the pump stopped, consistent with the patient's expiration. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Per the account, a cause for the low flows is unknown. It was also reported that heartmate 3 left ventricular assist system (lvas will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction, lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the clinic on (B)(6) 2023, regarding low flow alarms and was instructed to hydrate. The patient called the next day and reported recurring low flow alarms as well as feeling clammy and lightheaded. The patient sent their cardiomems reading and with low pulsatility on waveform the patient was instructed to go to the ER for possible ventricular tachycardia (vt) requiring cardioversion. The patient was in cardiac arrest upon arrival to the ER. They passed away while in the emergency room. The event log file did capture on (B)(6) 2023, multiple low flow events.